Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the intrasaccular flow disruption device was used to treat an aneurysm site at the middle cerebral artery (mca) bifurcation. After detaching the web device, the device rotated resulting in part of the device protruding into the parent vessel. The device was then attempted to be placed within the aneurysm by implanting a stent; however, the physician abandoned that plan because the device was slanted. The physician then used a snare to move the proximal marker of the device and retracted the device into the distal access catheter by aligning the axes of the web device and the distal access catheter. The device was then removed from the patient. Another web device was then implanted and the procedure was successfully completed. There was no injury to the patient.